Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 30mm x 2.0mm target lesion was located in a severely tortuous and mildly calcified distal left anterior descending artery. Resistance was encountered while advancing the 32 x 2.25 promus premier drug eluting stent and upon removal it was noted that the stent was deformed and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 30mm x 2.0mm target lesion was located in a severely tortuous and mildly calcified distal left anterior descending artery. Resistance was encountered while advancing the 32 x 2.25 promus premier drug eluting stent and upon removal it was noted that the stent was deformed and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal stent strut rows were lifted and pulled distally. The undamaged stent was measured and the ressult was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.